Event description:
The device is a medline mogen circumcision clamp that was recently acquired. When sliding the clamp over the foreskin as usual, the clamp caused a laceration to the foreskin that resulted in bleeding. In order to complete the circumcision and treat the bleeding, the clamp was positioned proximal to the laceration. This resulted in more foreskin that originally intended being removed. After removing the clamp, there was still bleeding from a vessel lacerated by the clamp that like retracted down below the level of the clamp placement. Pressure and surgical was applied without good result. A suture had to be placed on the left lateral side of the penis where the vessel was bleeding. The end result was a suboptimal circumcision, greater blood loss, and more interventions required to treat the bleeding which increased parental anxiety as well.